Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. Concomitant medical products: d314trg, crt-d, implanted on (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds greater than maximum device output. The lead was capped and replaced. The replacement lv lead also had unstable thresholds and could not capture at maximum lv output. Both leads were removed and new lv lead was placed. No patient complications have been reported as a result of this event.